Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report originating from united states was received from a company representative referring to a female patient of unknown age. This report concerns 1 device and 1 patient. The patient's medical history includes multiparous, postpartum hemorrhage (pph), and currently was hypertensive. She had an augmented vaginal delivery and her postpartum hemorrhage (pph) started within one hour after delivery. Prior to vacuum-induced hemorrhage control system (jada system) use (lot# was not reported) on (B)(6) 2022, she received unknown doses of carboprost trometamol (hemabate), misoprostol (cytotec), tranexamic acid (txa), and oxytocin citrate (pitocin). The patient's blood loss prior to vacuum-induced hemorrhage control system (jada system) use reported as 1210 milliliter (ml). On (B)(6) 2022, it was reported vacuum-induced hemorrhage control system (jada system) did not stop the bleeding (device ineffective) and noted "220 (no units provided) in canister 260 on pad, but the patient received no additional treatment. It was not known how long vacuum-induced hemorrhage control system (jada system) was in place for. The total blood evacuated with vacuum-induced hemorrhage control system (jada system) was reported as 460 ml. The vacuum-induced hemorrhage control system (jada system) was reported to not have controlled the postpartum hemorrhage (pph) bleeding and it resolved on its own. The device was discarded. Medical device reporting criteria: serious injury. (B)(4)